Manufacturer narrative:
Product labeling includes risks associated with implant size selection.

Event description:
Pt was symptom free for one month and then experienced left radicular pain in her leg. Upon CT review the physician noted the 12.5x70mm implant placed initially was too long and was slightly breaching the canal wall. The pts pain worsened over te course of months leading to the pt being admitted to the hosp on (B)(6) 2014. The physician removed the 12.5x70mm implant on (B)(6) 2014 and replaced it with a 12.5x60mm length implant. The physician reported that the pt is doing fine and the outcome of the revision procedure is satisfactory.